Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was externally visually inspected and no defects were found. The receiver failed to charge and reboot. The data downloaded and functional testing could not be performed due to power issues. The receiver case was opened for further evaluation. The inspection reveals red moisture indicator activated and corrosion on the battery connector. The reported event of receiver ceased to function was confirmed. The root cause was determined to be moisture damage.